Manufacturer narrative:
This report was submitted in error. Bostin scientific does not own regulatory reporting responsibilities for this product.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgement leading to poor sensing. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.